Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed on (B)(4) 2024 and (B)(6) 2024. This MFR. Report addresses test one (1) of two (2). Additional testing was performed (at a doctor office) on the (B)(6) 2024 with an unknown brand covid-19 test (platform - unknown) which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227660 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 227660, test base part number 195-430h/ lot 223674. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227660 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2024. This MFR. Report addresses test one (1) of two (2). Additional testing was performed (at a doctor office) on the (B)(6) 2024 with an unknown brand covid-19 test (platform - unknown) which generated a positive result. No additional patient information, including treatment and outcome, was provided.